Event description:
It was discovered during a pm that the cross arm brake assembly on the 9900 system was damaged and the cooling cover bracket was broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The cross arm brake and the cooling cover and bracket were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.